Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp), the distal end cover of the videoscope fell off inside the patient and had to be retrieved. There were no reports of patient harm. The following patient identifiers are linked: (B)(6).